Event description:
The reporter stated that there was a hole present in the tubing near the syringe. No patient injury or treatment as a result of the event.

Manufacturer narrative:
Product returned for evaluation with the tubing broken at the solvent connections. The breakage is related to excess solvent being applied during the assembly process. This product was manufactured in the facility and has since been transfered to another facility. Assembly training has been performed at this new manufacturing site. Since the lot number was unknown, the device history record could not be reviewed. Review of the complaint database for the previous 12 months indicates that this is the third reported issue for this product code. Medex is able to confirm and determine the cause. No additional action necessary at this time. Medex considers this MDR closed with this report.